Event description:
The report indicated that the enterprise vrd and delivery was desterilized (intended to use, but did not use). The box was normal, but the joining of the device's packaging was defective. The device was not sterile, so unusable. The product was new, but it was unk if the product was first rec'd in this condition. The product was stored per (IFU) instruction for use. The outer box was completely normal. There was no possibility that the product was accidentally opened during another procedure and then placed back in stock. The product was not exposed to any type of heat, moisture, etc. Other than the reported event, no other damages were noticed on the package, device, stent, delivery system, etc. No further info was available.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.